Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: the previous report had an incorrect date of manufacture. It was updated to reflect the correct date of manufacture.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which did not identify any non-conformances. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that ¿smoke came from the connection part¿ when the attachment device and bearing sleeve device were connected to the motor device and ¿turned on¿. It was not reported if there were delays to a scheduled surgical procedure or if a spare device was available for use. There was no patient involvement. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.